Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿removal of implants due to fear of alcl to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, evaluation for alcl, increased risk of alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿tissue damage,¿ ¿pain¿ and ¿contracture,¿ baker grade unknown.

Event description:
Patient representative reported patient underwent ¿removal of implants due to fear of alcl to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, evaluation for alcl, increased risk of alcl,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿tissue damage,¿ ¿pain¿ and ¿contracture,¿ baker grade unknown. Patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing,¿ ¿disfigurement,¿ ¿panic attacks, post-traumatic stress,¿ ¿depression¿ and ¿chronic insomnia;¿ these events are not related to the device. Device was explanted. This record is for the left side.